Event description:
Following implant of the right ventricular (rv) lead, loss of capture and increased pacing impedance were observed. The patient experienced chest pain. Cardiac perforation was suspected but was not confirmed visually via diagnostic imaging. The rv lead was repositioned to resolve the event. In the opinion of the physician, the rv lead was too rigid. The patient was stable and there were no further adverse consequences.